Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30july2020.

Event description:
It was reported that during performance verification testing the ventilators navigation ring was not moving. There was no patient involvement.

Manufacturer narrative:
G4: 03aug2020. B4: (B)(6) 2020. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The front bezel was received but failure investigation is not required. Previous investigations have shown that liquid ingress, due to the variability of the assembly process, causes the reported navigation ring failure.